Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula of a cleo® 90 infusion set was angled, causing an occlusion. The patient's pump experienced an occlusion alarm (alarm number in pump history: 02). During troubleshooting with the distributor, the patient removed the site and noted that the cannula was angled. The patient's blood glucose levels were 300 mg/dl at the time of the event. To address the high blood glucose levels, the patient administered correction boluses with the pump. The patient did not test for ketones. The patient's blood glucose levels returned to target range. The patient inserted a new site and resumed insulin. No permanent injury was reported.